Event description:
Boston scientific received information that the remote home monitoring system issued alerts for low out of range pacing impedance on this right ventricular (rv) lead. No further information was available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.